Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement with competitor's devices on the right side and then was revised to exactech devices. Subsequently, the patient experienced mobilization of the prosthetic stem, pain, and functional impotence. As a result, approximately 2 years after implantation of exactech devices, the patient underwent an additional right shoulder revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 320-38-03 - 145-deg pe 38mm hum liner +2.5, 320-10-00 - equinoxe reverse tray adapter plate tray +0, 320-01-38 - equinoxe reverse 38mm glenosphere, 320-15-01 - eq rev glenoid plate, 320-15-05 - eq rev locking screw. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3, h6: type of investigation, investigation findings, and investigation conclusions. The following sections were corrected: h6 clinical code. H3: the revision reported may be the result of the humeral loosening as reported. However, the loosening cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as the devices were not returned for evaluation and no images or radiographs were provided.